Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform motor test, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to constant motor error alarm. Unit received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer states they were in the hospital for a non-diabetic related issue, when they received the motor error alarm. The customer's blood glucose level at the time of incident was 46 mg/dl. The customer treated the lows with food. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.